Event description:
Customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose reading at the time of the incident was 423 mg/dl. Customers blood glucose reading at the time of call was 467 mg/dl. Customer was not using auto mode. Troubleshooting was declined. Customer will continue the use of device. No further customer complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.